Manufacturer narrative:
This part is not approved for use in the united states; however a like device catalog # c01a, 510k #k180700 and UDI # (B)(4) was cleared in the united states. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Pre-operative diagnosis for this procedure: primary osteoporosis type of fracture: compression fracture (cleft inside the vertebral body) it was reported that intra-op, 12 minutes after cement mixing, cement filling was started. After filling 2cc of cement, the cement solidified and became unusable. The leftover cement was discarded and another cement and another set were opened to perform additional filling. The procedure was completed successfully. There was a delay of less than 60 minutes in overall procedure time. No patient complications were reported.